Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low battery alert, off no power anomaly and high blood glucose levels. Customer's blood glucose level went as high as 436 mg/dl. Troubleshooting for off no power anomaly was performed. Customer received the off no power alarm followed by a low battery alert. Troubleshooting for low battery was performed. Customer was advised a replacement battery cap will be sent out. Troubleshooting for high blood glucose was performed. Customer experienced nausea. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.